Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose was 14 mmol/l. Customer stated that he is due to return the pump. Customer was advised that he will be sent a second loaner pump today and he will need to send back the loaner pumps when he receives his new pump.